Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a rrt (recommended replacement time) lockup condition that prevents device programming. (B)(4).

Event description:
It was reported that after being implanted for just over a year, the device exhibited recommended replacement time (rrt) during a routine follow up visit. Several attempts were made to remeasure the battery voltage, but the device would only indicate that the battery voltage was not available. It was determined that the device had experienced a system measurement lock-up, and the device interrogation had cleared the lock-up. The patient will continue to be monitored, and the device remains in use. No patient complications have been reported as a result of this event.